Event description:
It was reported that during a vats lobectomy procedure, the tech loaded the stapler and it was fired three times with no issues. When the tech attempted to reload the stapler for the fourth firing, the reload would not fit into the cartridge anvil. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis found that the device was received in good visual condition and with three ecr60g cartridge reloads. Cartridge (b) ecr60g was received fully fired and in good visual condition. Cartridge (c), ecr60g was received fully fired and in good visual condition. Cartridge (d), ecr60g was received fully fired and with the cartridge pan detached from the cartridge. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.